Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that on (B)(6) 2011, she experienced a blood glucose (bg) of 33 mg/dl. There were no reported signs or symptoms of hypoglycemia, and the patient stated that she self-treated with juice. The patient reported that she has a history of low bgs about once a month, and she self treats with fast acting carbohydrates and then suspends the pump to allow bg to come back up. Follow up on (B)(6) 2012 indicated that the patient has continued to have low bgs since (B)(6) 2011. The patient did not want to troubleshoot the pump, as she was not implicating the pump as a cause or contributor to the low bgs. Customer support advised the patient to follow up with her primary health care provider. There is currently no indication or allegation of a pump malfunction. The pump is not being returned at this time, and the patient has continued on insulin pump therapy. This complaint is being reported because the patient allegedly experienced unexplained low bg while using insulin pump therapy.

Manufacturer narrative:
Follow-up #2 date of submission 09/03/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box data and pump histories for the time of the alleged incident were unavailable for review due to continued pump use. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Unrelated to the complaint, investigation revealed that the force sensor calibration was out of specification and the display screen was discolored.